Event description:
--

Manufacturer narrative:
Analysis is currently being performed. This report will be updated once analysis has been completed.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was seen in the emergency room because of not feeling well. Patient's heart rate was in the 40's. No asystole was observed. An electrogram (egm) was performed and showed the device was not pacing due to battery indicator showed a status of elective replacement time (ert). The device has been implanted for approximately one year. The device was explanted and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device data was insufficient to obtain battery status. A memory download was unable to be performed. When connected to a hybrid, direct measurement battery voltage was 1.55 vdc. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Detailed analysis of the device hybrid was undertaken. It was concluded that a high current condition may have been lost, before the normal hybrid currents were observed. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the root cause could not be identified.